Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure as the coverage was not ideal due to high impedance on the lead. The patient was doing well postoperatively, and the explanted devices were not returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).